Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, positioning issues occurred. The target lesion was located in the right coronary artery (rca). The reference vessel diameter was 4.5mm and the lesion length was 18mm. Pre-procedure there was 80% stenosis and post-procedure 0% stenosis. No attempt was made for direct stenting. The 4.5x20mm liberte stent was implanted. There was a "position failure". Thus, an additional procedure was performed in the target lesion of stenting with the liberte stent system. The procedure was a technical success. No discharge information was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4): device not returned for analysis.